Event description:
It was reported that during a low anterior resection the surgeon found staples malformed after firing. The surgeon placed some overstitches to close the tissue. There was no pt consequence.